Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level 538 mg/dl. The customer stated that their blood glucose was going high up to 495 mg/dl. Then the customer's blood glucose was 95 mg/dl at the time of call. The customer had symptoms like nausea. The customer's high blood glucose was treated with manual injection and had to change the infusion set. Troubleshooting was performed. The insulin pump was not returned for analysis.